Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A faradrive steerable sheath and dilator were selected for use for puled field ablation procedure to treat paroxysmal atrial fibrillation. The sheath and the dilator were prepped as instructed. It was reported that a hotwire was inserted through the center lumen of the dilator for transseptal punctual (tsp). After tsp when the dilator and hotwire were removed, deformation of the dilator tip and char on the tip of the hotwire was observed. Only the dilator was damaged, the sheath was not. The original devices were used to complete the remainder of the procedure. No patient complications were reported. The device was disposed and will not be returned.